Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "lymph nodes with silicone" diagnosed via ultrasound and MRI. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration and lymphadenopathy.

Event description:
Healthcare professional reported left side rupture and lymph nodes containing silicone (captured as silicone migration and lymphadenopathy). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture and silicone migration: observed opening assessed as surgical damage. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6.

Event description:
Device has been explanted and replaced.